Manufacturer narrative:
(B)46): it was reported that patient underwent excision of vaginal mesh on (B)(6) 2012 concurrently with creation of vaginal mucosal flaps and cystoscopy due to vaginal mesh extrusion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted; on (B)(6) 2005, uretex ito and uretex to were implanted; and on (B)(6) 2010, monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, urinary frequency, urgency, and stress urinary incontinence.